Event description:
It was reported that (1) device was used during a lung biopsy. It was reported by the affiliate that the tsg45 staples malformed, but cut the tissue. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.